Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) over-sensed artifacts on both the right ventricular (rv) and shock channels. The artifacts could not be detected during provocation testing. Technical services was consulted and confirmed the noise appears to correspond to myopotentials. A request for additional device data from the health care professional (hcp) was requested. No adverse patient effects were reported. This ICD remains in service.